Manufacturer narrative:
Medical device lot #: an invalid lot # of 20067193 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem nv bld 1ss dehp free experienced component separation. The following information was provided by the initial reporter: material #: 2477-0007; batch/ lot #: 20067193. The customer reported a product complaint, and stated that when changing the tubing, the old tube from the alaris pump snapped.

Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint of tubing snapped could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because a valid lot number was not provided by the customer.

Event description:
It was reported that the gem nv bld 1ss dehp free experienced component separation. The following information was provided by the initial reporter: material #: 2477-0007 batch/ lot #: 20067193 the customer reported a product complaint and stated that when changing the tubing, the old tube from the alaris pump snapped.